Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) evaluated the iabp and replaced the motor/scroll compressor. Broken cart handle and worn display mount support were also replaced. The iabp unit passed all functional and safety tests per factory specifications; and was returned to customer and cleared for clinical use.

Event description:
It was reported that prior to in-service, the intra-aortic balloon pump (iabp) unit alarmed with "power-up test fails #33". A getinge service territory manager (stm) verified the problem and found the motor was not operational. There was no patient involvement, thus no adverse event was reported. The stm later reported that the unit alarmed "power-up test fails #3"; during service/test, before clinical in-service.